Event description:
It was reported that the patient was experiencing a slight back ache. The patient was very sore just in the area where her implantable neurostimulator (ins) was located in her right buttock. The patient stated that the soreness may have had been due to being more active since she had a rotator cup repaired in (B)(6) 2012. The patient's stimulation was working better before. After implantation the patient only had to wear a thin pad and had "maybe a little dribble," but she was now wearing a heavy pad all day. The patient stated that sometimes it felt like the stimulation turned itself off and she could not feel it until she put the antenna up to her implant and turned it back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v390180, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).